Event description:
It was reported that the patient was explanted in 2009, due to medical reasons. Testing was ok.

Manufacturer narrative:
The device has been explanted and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.